Event description:
Boston scientific received info (B)(6) post implant it was found that his lead had dislodged. The pt had been moving their arm quite a bit and rolling over during the night which is believed to have caused the dislodgment. A lead revision procedure was performed and when the lead was pulled out to reposition, there was tissue noted on the helix. The physician removed the tissue with saline solution and the lead was reused and remains implanted at this time. The lead was successfully revised and remains implanted at this time. The lead was successfully revised and remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.